Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Pump received with broken battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment threading had cracked. Customer stated that they were attempting to change the battery in the insulin pump and when they removed the cap the cap and threading were damaged. Customer was unable to place the battery cap back on the insulin pump and it will not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.